Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error or the motor arm cannot communicate with the main arm alarms noted during testing however, the formatted history file confirmed software error (line number 3294 file number 26) and the motor arm cannot communicate with the main arm alarms due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed the motor arm cannot communicate with the main arm and stuck motor failed alarm. The patient¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. The alleged device is not expected to be returned for analysis.